Manufacturer narrative:
No button error alarm noted. The down arrow button did not respond due to flattened button dome switch. It was unable to perform displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that a customer received a button error on their insulin pump but the pump did not alarm. The patient's blood glucose level was at 200 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.